Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced itching and burning at the ipg pocket site and the ipg feel loose in the pocket. The physician believes this is due to the healing process.